Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step during the load process. Tandem technical support educated customer regarding the air removal step. There was no adverse impact to the customer's blood glucose level. The customer declined to load a new cartridge and continued to use the existing cartridge for insulin therapy.